Event description:
User facility reported: during an angiography, contrast media continued to inject into a patient after the physician released the contrast button on the acist angiotouch hand controller kit, model at-p54. There was no clinical consequence to the patient.

Manufacturer narrative:
The acist angiographic injection system, model cvi, has been requested to be sent to acist for investigation. The injection system is in transit to acist. Upon completion of investigation, a follow-up report will be submitted to FDA.